Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to login. Error occurred in running application and message stated that cannot open database. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login due to error message on screen. A technical support specialist (tss) found the data synchronization service not running and the dsclientoltp database in suspect mode. After confirming no retry indicators in the data synchronization debug log, multiple recovery steps from knowledge articles how to recover or repair a corrupted dsclientoltp database and drop failed for database dsclientoltp were attempted but failed due to the database being inaccessible and unable to be dropped. Further the tss stopped the structured query language (sql) server service, moved all database files from the sql data directory to a temporary location, restarted sql services, and successfully deleted the database once it appeared as recovery pending. Following knowledge article "proper datasync procedure & how to place new db in es station", a new dsclientoltp database was placed, and a full sync completed successfully. Verification on the application server confirmed current sync timestamps, and the station rebooted normally with both carefusion application (cfnapp) and med application launching without issues, with the data synchronization debug log confirming stable uploads and version tracking. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to login. Error occurred in running application and message stated that cannot open database. There were no adverse events or injuries reported based on this event.